Event description:
Updated information was received from the valve clinic coordinator. There was no "valve failure". The valve and valve procedure was performed to treat moderate pvl.

Manufacturer narrative:
Information added to b.5 and b.7. Corrected information in f.10. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The cause for the pvl is indeterminable. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, approximately 5 years, 7 months post tavr of a 23mm sapien valve in the aortic position, a new 23mm sapien 3 valve was implanted in a valve in valve procedure, due to ¿restenosis¿ of the first valve. Additional information has been requested.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.